Event description:
The device was used during a sigmoid procedure. It was reported by the affiliate that the "stapler was placed transanally, connected head to instrument, insured there was not redundant tissue, fired the instrument, could not remove easily, once instrument was removed, bowel damaged and staples were not formed properly. Required had sewing of the anastomosis to complete the procedure".